Event description:
Ventilator set on "pcv" rate 16, pulse output - 26, peak inspiratory pressure 31, baseline 14, item 20, forced inspiration 02 100%. Pt on nembex. Oxygen sats deteriorated to 85. In the pt monitoring section of the ventilator the respiratory rate read, 28 and spontaneous respiratory rate read 0. The system was checked for leaks since the therapist felt the machine was auto cycling but could not determine the cause. The ventilator was changed to a hamilton veolar & the frequency was increased to 18. Monitored peak inspiratory pressure was 36, vt was 720 and volume expired was 11.4. Oxygen sats improved to 97. The ventilator was checked by biomed & a crack was found on the back side of the fisher paykel humidification chamber.